Event description:
During service by baxter, the infusion pump was found to containn an air-in-line printed circuit board that needed calibration. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 27 2007. Evaluation summary:during product evaluation, the air-in-line printed circuit board on channel b was determained to need recalibration. The air-in-line printed circuit board was recalibrated and the pump was returned to the customer fully operational.